Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. There is no evidence to suggest that a device malfunction or procedure caused the reported event. Clinical factors that may have contributed include the patient's previous medical history, and related comorbidities and the progression of the patients underlying disease process. There are patient pharmacological factors, including anticoagulation issues that may have contributed to this event. From all indications, the device operated within specifications and as intended with no indication of any device malfunction. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that on about (B)(6) 2017 the patient had and ischemic stroke while in hospital for rehabilitation. They did a scanner which showed brain bleeding and a compression of the 4th ventricular. The same day inr was at 10, they modified treatment. The next days they did scan which showed increase of bleeding. The last day, (B)(6) 2017 when the patient passed away, the international normalized ratio (inr) was at 1.85. It was stated that the cause of death was due to the hemorrhagic stroke. It was also stated that there would be no autopsy done and the pump and equipment would not be returned, as pump remained implanted. No additional information available.